Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep: the stimulator was interrogated and is normal; patient's device has been reprogrammed and they are receiving therapy. The actions/interventions taken to resolve the problems with the stimulator and falls were unknown as the hcp was not willing to release information. No further complications were reported or are anticipated.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having a problem with their stimulator. The caller reported that when the patient¿s stimulator was on it made them very nauseous and dizzy, and when they turned it off the symptoms went away, but then they could not go to the bathroom. The patient reported they had been falling every day 2-3 times and ¿they could not function, they were sick as heck, and had other problems.¿ it was reported that a fall was related to the issue. It was reviewed how to change programs and to consult with the healthcare provider¿s office. In a second report, the rep reported that the patient was claiming the device was making them nauseated. The rep noted a device interrogation was scheduled for later on (B)(6)2018. The issue was not resolved at the time of the report. No further complications were reported.